Event description:
The facility reported a colleague infusion pump with a bad display this event occurred during programming/setup in the central supply area. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported colleague infusion pump with a malfunction of bad display was confirmed during product evaluation by baxter quality engineer. The cause of the reported problem was damaged pump head module (phm) display. The phm display was replaced to fix the reported condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.